Event description:
It was reported that during a procedure thoracic procedure, the device partially fired and then locked out. The procedure was converted to open due to bleeding. The present condition of the patient is unknown. No other details were provided.

Manufacturer narrative:
(B)(4). (B)(6). Additional information has been requested, a supplemental report will be sent upon receipt of additional detail. The analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.